Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient reported that she was working on her computer when she began feeling sweaty, dizzy and her vision started to become fuzzy. Patient checked her cgm reading which was 160 mg/dl and her bg reading was 37 mg/dl. Patient was able to stabilize her blood glucose by drinking milk and eating a cookie. No medical intervention was required. At the time of contact, patient was in okay condition. No additional event or patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.